Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, initiating therapy before connecting is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) connected after the alarm occurred. The technical service representative (tsr) instructed the hp to cycle the power to clear the alarm and explained the alarm to the hp. The hp was going to start over with all new supplies. The troubleshooting revealed that the hp initiated the therapy prior to connecting to the setup. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.